Manufacturer narrative:
(B)(4). The device history review visistat 35w 6/box, lot number 73j1500669, investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples get stuck in the device. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The unit was received loose without its original packaging. The returned sample was visually examined with and without magnification. All pieces were returned and no parts of the assembly appear to be missing. The staples appear to be severely misaligned. The stapler was received with 27 staples remaining in the cartridge indicating that the stapler was fired 8 times by the end user. No other defects or anomalies were observed. An attempt was made to fire the stapler the stapler only loaded the staple on one side of the forming tool as a result of the staple misalignment. An attempt was then made to simulate insertion into the skin by firing the stapler into a foam pad. Three staples were fired into the foam pad with no difficulty. Microscopic examination of the staple tips revealed that the staple did have small burrs in the material. However, the burrs were within tolerance of 0.002". No defects or anomalies could be found. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as a root cause could not be determined. Other remarks: the reported complaint of staples stuck in the stapler was not confirmed based upon the sample received. The stapler was able to fire staples. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. The potential cause for the staple misalignment could not be determined based upon the information provided and the sample received. The manufacturer will continue to monitor and trend related events.